Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which resolved the issue, and advised the customer to wait before starting a new sensor session.